Event description:
The report received from the affiliate indicated that the first 7f 80cm maxi ld balloon got stuck in a 9f sheath when trying to remove it through the sheath. The operator was able to pull the balloon out and exchange the sheath. Then a second balloon, a 7f 110cm maxi ld had the same issue and would only half come out of the sheath, so it had to again be exchanged. There was no patient injury reported. The intended procedure was angioplasty of the superior vena cava. The access site was the right cfa puncture. The first balloon became stuck when trying to remove it through the sheath. Each balloon was inserted once in the patient and unable to be removed. The second balloon became stuck when trying to remove it through the sheath. First balloon struggled to be removed through the sheath after some exertion it finally came out. New sheath was inserted new balloon used this then also became stuck in the sheath at the valve this time even with exertion. The procedure was completed. It was after completion that the second balloon became stuck. There were no adverse consequences to the patient noted at the time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices involved in the reported event that were submitted under manufacturing numbers 9616099-2013-00810 and 9616099-2014-00022.

Manufacturer narrative:
During an angioplasty procedure of the superior vena cava, a 7f 80cm maxi ld balloon got stuck in a 9f sheath during removal. The issue also occurred with a second 7f 110cm maxi ld. There were no reported adverse consequences to the patient. The access site was a right common femoral artery puncture. The first balloon became stuck when trying to remove it through the sheath. The balloon ¿struggled to be removed through the sheath after some exertion it finally came out¿. A new sheath was inserted and a second maxi ld was inserted. This new balloon used also became stuck in the sheath at the valve this time even with force used. The procedure was completed at this time. Each balloon was inserted once into the patient. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the devices the reported ¿withdrawal difficulty-through guide/sheath¿ could not be confirmed and the exact cause could not be determined. With the information available for review, no determination regarding potential contributing factors could be made. Neither the information available for review nor the DHR suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This is one of two devices involved in the reported event that were submitted under manufacturing numbers 9616099-2013-00810 and 9616099-2014-00022.

Manufacturer narrative:
Additional information was received that the event date is (B)(6) 2013. Therefore, that was updated accordingly. Additional information is not available and no further reports will be submitted regarding this event. This is one of two devices involved in the reported event that were submitted under manufacturing numbers 9616099-2013-00810 and 9616099-2014-00022.